Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Absent the device lot number, manufacture date cannot be determined.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. Patient later informed us that the device was a fastclix and not a multiclix. Device received in a condition which made analysis impossible. Unable to fire device due to a defective button. Could not test to see if the lancet retracted.